Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the large hem-o-lock clip applier instrument would not close. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: unfortunately, I am unable to answer the questions provided, as I was not present during the surgery and did not witness the event firsthand. In addition, the clinical staff has not shared specific details regarding what occurred. At this time, there are no photos or videos available of the event for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to the derailed grip cable does not move due to increased friction. The derailed grip cable jams at the force amplification pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint regarding does not close was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.